Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13773. It was reported the patient's lead migrated causing ineffective stimulation. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2019 during which the existing lead was repositioned resolving the issue. Note: it is unknown which lead has migrated, as such both leads are being reported.